Event description:
It was reported that the patient experienced a shock/jolting sensation down the leg and pelvic area. The patient's condition was unknown. Additional information was requested.

Manufacturer narrative:
(B)(4)